Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: mc1vr01-delsys / expiration date: 14-mar-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no dev rtn to MFR? No. Device mfg date: 08-oct-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation on the same day as the implant of their leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.